Event description:
Customer reported a decrease in fiber vaporization efficiency at 50,062 joules of use. There was no report of injury.

Manufacturer narrative:
The customers initial report indicated a decrease in fiber vaporization is not considered a reportable issue however, upon analysis of the returned fiber, this event is being reported. Analysis of the returned fiber found a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. Based on the analysis findings, the fiber condition could result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage. (B)(4). The component codes fiber and cap refer to the results code thermal problem.